Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately four years post filter deployment, xr revealed ivc filter to be tilted and CT revealed the filter in the lower portions of the inferior vena cava with portions of the filter extending into the left common iliac vein. Approximately, one year later, scout radiograph revealed very low positioning of the indwelling ivc filter with the apex at the l5 level. Subsequently, few days later, it was identified the filter was malpositioned and remains unchanged with previous imaging studies which showed migration of the filter. Therefore, the investigation is confirmed for filter tilt and filter migration. However, the investigation is inconclusive for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, migrated and perforated the ivc vein. The device was removed percutaneously via an open abdominal procedure. The patient reportedly experienced blood in urine; however, the current status of the patient is unknown.